Event description:
Female consumer via phone stated that her oral-b tri-zone brush heads kept slipping off during use on two different toothbrushes. No injury was reported.

Manufacturer narrative:
10-jan-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via phone stated that her oral-b tri-zone brush heads kept slipping off during use on two different toothbrushes. No injury was reported.